Event description:
Same case as MDR 2134265-2013-03086. It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery. The physician advanced a 2.50x16mm promus element plus stent delivery system (sds) through a guidezilla extension guide catheter. However the stent got caught on the proximal collar of the catheter. The sds was successfully removed and it was noted that stent damage had occurred. The physician advanced a second 2.50x16mm promus element plus (sds) through the same guide catheter and it also got caught on the proximal collar of the catheter. The devices were successfully removed and it was noted that stent damage had occurred. The procedure was completed by implanting another stent. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
Same case as MDR 2134265-2013-03086. It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery. The physician advanced a 2.50x16mm promus element plus stent delivery system (sds) through a guidezilla extension guide catheter. However the stent got caught on the proximal collar of the catheter. The sds was successfully removed and it was noted that stent damage had occurred. The physician advanced a second 2.50x16mm promus element plus (sds) through the same guide catheter and it also got caught on the proximal collar of the catheter. The devices were successfully removed and it was noted that stent damage had occurred. The procedure was completed by implanting another stent. No patient complications were reported and patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts on the first two rows on the distal end of the stent were raised and misaligned. The hypotube was kinked 635 mm distal to the catheter's strain relief. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).